Event description:
Device issue: none. Adverse event: death. Onset of adverse event: 18-20 months after the procedure. It was reported via trial that approximately 20 months, post implantation of a xience v otw stent in the right coronary artery (rca) ((B)(6)2008), and approximately 18 months post a xience v otw stent in a saphenous vein graft to the left anterior descending artery ((B)(6)2008), the patient died from coronary artery disease. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.